Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon cannot be conclusively determined. However based on the report of the repair center of olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the inappropriate reprocess of the subject device by the user, such as insufficient brushing or rinsing or inappropriate cleaning brush use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign materials were found around and under the forceps elevator of the subject device during the incoming inspection for the repair at the repair center of olympus (B)(4). There was no patient injury associated with this report.